Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited t-wave oversensing. Technical services (ts) reviewed and stated that when the patient tracking sinus rate with v pacing around 150 ppm and then occasional t-wave oversensing. The patient was to be seen in the clinic and ts suggested to measure the amplitude of the t wave and recommended programming options. This device is also getting close to elective replacement indicator (eri) and currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and d6b explant date. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited t-wave oversensing. Technical services (ts) reviewed and stated that when the patient tracking sinus rate with v pacing around 150 ppm and then occasional t-wave oversensing. The patient was to be seen in the clinic and ts suggested to measure the amplitude of the t wave and recommended programming options. This device is also getting close to elective replacement indicator (eri) and currently remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted as part of normal battery depletion.